Event description:
The reporter stated the surgeon attempted to insert an aq2010v silicone three-piece lens but the trailing haptic tore off advancing through the cartridge. The haptic tear was noticed before the lens touched the patient's eye. There was no patient contact or injury.